Manufacturer narrative:
Philips received a complaint regarding the philips heartstart mrx defibrillator, indicating that it failed to perform the paddles safety check. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device and the malfunction occurred when the paddles were clasped together, and the indicator failed to light up. However, the indicator lit up correctly when the paddles were exchanged. Based on the available information and testing conducted, the reported problem of the device was confirmed to be caused by the deterioration of the paddles and/or electrodes. The fse recommended that the customer replace the paddles and electrodes to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that when clasping both paddles together, the indicator does not light. But when exchanging the paddles, it lights correctly. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.